Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty touch panel. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no medical intervention reported, and no delay in therapy. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The faulty touchscreen was returned to philips for evaluation. The reported touchscreen issue was confirmed. The product investigation lab verified that a scratch exists and is approximately .01 inch wide. The .01-inch-wide scratch on the touchscreen exceeds an acceptable width and is out of specification. Scratches having width greater than .003 inches are not allowed.

Manufacturer narrative:
The philips service engineer (se) reported that the misalignment in the touch position was confirmed. A calibration was performed; however, the issue was not resolved. The touchscreen was replaced to resolve the issue.